Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Final analysis found a battery impedance anomaly due to a conductive epoxy bond anomaly. No complaint was received with return of the device. Failure (event) observed during analysis.